Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and turbid effluent. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis through the emergency room. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Physioneal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.